Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead ring pulled away from the pin a little bit during implant. In addition, the physician also noticed that the insulation had a gap where the diameter was a little bit smaller however, the physician was able to push everything back together. All lead measurements are normal afterwards with testing. Mineral oil was used insert the lead into the header. The lead remains in service. No adverse patient effects were reported.